Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the balloon was inflated once. After device ruptured, the balloon was simply removed from the patient's body. The patient's status post procedure was good.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. There were no patient complications reported.